Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Surgeon could not get poly insert to seat properly in the tibial baseplate, surgeon requested to open another insert after attempting to implant the poly several times. New poly seated properly and case was completed.